Event description:
The international distributor reported there was a power outage while they were performing a routine check of the ventilator, and the ventilator did not switch over to backup battery upon the loss of ac power. The customer reported the ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The distributor reported that the ventilator was displaying a battery depleted ac power required message. The distributor replaced the depleted battery to address the issue. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.